Manufacturer narrative:
Returned for evaluation was a single petal from the perfix light plug. The sample is contaminated from attempted use. There is evidence that this section of the plug was pulled on with force based on the stretching/ pulling of the mesh fibers identified. Based on the condition of the returned sample the tearing and detachment of the petal most likely occurred inadvertently from user/device interface while suturing and forces applied during placement. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march 2023. Note, it is unclear whether the remaining/unreturned portion of the plug was implanted into the patient. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated

Event description:
As reported, after inserting the mesh (perfix light plug) during surgery, the mesh (petal) tore off when pulled gently. There was no reported patient injury.